Event description:
It was reported that the patellar component was removed due to pain and fracture. The surgeon decided it is not the product failure. The product was returned to the patient after the surgery so it cannot be returned. No more information is available.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical group concluded, no clinical supporting documents were provided to conduct a thorough analysis of the reported issue. No medical assessment can be rendered. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.